Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported pump mechanical issues were confirmed, the pump poppet rod was identified to be misaligned. It is likely that the identified pump malfunction occurred because the deflation button and the pump bulb were squeezed at the same time. The orm states that this could result in misalignment or displacement of the poppet rod. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp momentary squeeze pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. Under microscope it was observed that the pump poppet rod was identified to be misaligned. The pump was not functionally tested due to the misaligned poppet rod. The ipp cylinders were visually inspected, leak tested, pressure tested and microscopically examined; no visual damages were found upon inspection. The cylinders passed all tests performed. The identified of pump poppet rod was misaligned could affect the functionality of device. Product analysis confirmed the reported event. Labeling review: a review of the device operating room manual (orm) was performed. As stated in the orm: do not squeeze the deflation button and the pump bulb at the same time. The misalignment or displacement of the poppet rod is indicative of simultaneous compression of the deflation button and pump bulb. Investigation conclusion: based on the information available, a conclusion code of failure to follow instructions was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump would not work during preparation before being implanted. The pump would stay flat. Another ipp pump was utilized to complete the procedure without further issues.